Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A heavy leak was discovered from one of the connector units and the first regulator unit. Additionally, the flow rate light was glowing abnormally due to a defective printed circuit board. Corrosion was also discovered on the rear panel as well as the mouthpiece. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus high flow insufflation unit had a gas leakage sound coming from inside the unit. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the leakage was caused by a faulty primary pressure reducer. However, the specific cause of the faulty primary pressure reducer was not established at this time. Olympus will continue to monitor field performance for this device.